Event description:
Pt's sao2 read via finger probe. Pulse oximetry 97-99% on room air. Pleth wave adequate. Pt's sign/symptoms semi responsive, cyanotic facial color. This finger probe purchased 12/92 and installed for use 3/93.